Event description:
The customer contacted physio-control to report that their device powered off by itself three times during a patient event. When this occurred the service indicator was illuminated. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer was not able to provide any further details.

Manufacturer narrative:
Physio-control further evaluated the customer's device and verified the reported issue by observing a failure of the voltage drop test. Physio downloaded the electronic records from the device and also confirmed that the device experienced an inappropriate loss of power. Physio replaced the device¿s power pcb assembly and battery wire harness assembly and battery pins to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The likely cause of the reported issue was determined to be due to excessive wear on pcb-mounted jack connector, designator j11, of the power pcb assembly as well as cable-mounted plug connector, designator p11, on the battery wire harness assembly (which plugs directly into pcb-mounted jack connector designator j11). The excessive wear can cause increased resistance of the connector contacts which may result in an excessive voltage drop at the contacts when certain device functions which utilize high current (such as printing a code-summary¿ report or charging the defibrillator) are activated. The excessive voltage drop at the contacts can trigger the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself three times during a patient event. When this occurred the service indicator was illuminated. This issue is patient related; however there was no adverse patient outcome reported by the customer. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer was not able to provide any further details.